Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump(iabp) display freeze. There was no patient involved.

Manufacturer narrative:
Other contact person phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. Functional tests were performed according to the service manual. The iabp was returned to the customer for clinical use.